Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for an office visit, non-sustained right ventricular episodes were observed. Review of the episodes revealed wide qrs oversensing. Programming changes were discussed, but the patient left the office before they could be made. The patient will continue to be monitored via remote transmission.